Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 546 mg/dl at the time of incident. The customer also reported other blood glucose values such as in the range of 200 mg/dl to 300 mg/dl. The customer treated for high blood glucose with bolus on pump and drank water and low blood glucose was treated with juice. The customer was reported that the insulin pump was not giving insulin. The customer was declined to troubleshoot for high and low blood glucose level. The customer was reported that the insulin pump had damage. The customer was reported that plastic piece was broken of the reservoir compartment. The customer was assisted with troubleshooting for damage and reservoir able to lock in place. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.